Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed, however, the logs were received and will be reviewed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when new information is available.

Event description:
The customer reported that the central nurse's station failed to perform as intended by having alarm failure. Per the customer, "the patient experienced a 19.2 second ventricular stand still and the device never alarmed." No consequence or impact to patient.

Manufacturer narrative:
Details of the complaint on (B)(6)2018, customer at southwestern vermont med cntr reported the cns-6201a (pu-621ra sn: (B)(6) did not alarm correctly for an event that occurred. The patient was transferred from the telemetry unit to the ICU cns and put onto a bsm. After the transfer, the patient experienced a 19.2 second ventricular standstill that never alarmed. Service requested troubleshooting/assistance service performed patient information print outs and log files from the cns were gathered. Nka clinical support reviewed the information and advised the customer that due to major artifact in the waves, it was not possible for the system to analyze the rhythm appropriately. Investigation result the cns warranty began (B)(6) 2016. The reported issue occurred after approximately 23 months at user facility. Review of device sap history found previously reported issues relating to alarm: (1) 300095361 reported (B)(6) 2017. Problem: cns did not alarm for 6 second flat line. Investigation by nkc determined the cns did not detect astystole by inmixed baseline noise. (2) 300107465 reported (B)(6) 2017. Problem: cns did not alarm for an 11 beat run of vtach. Investigation found the patient lead set was reversed. Customer was advised proper lead placement is imperative. Clinical review of print outs of the incident found major artifact in the waves. Sources of artifact may include patient condition or movement, lead selection/placement, or electromagnetic interference (emi) from environment. Review of tickets opened at customer facility found similar alarm issue reported: 300135816 reported (B)(6) 2018 for sn: (B)(6). Customer was advised that due to the excessive artifact in the waves, the system was unable to analyze the waveform. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Cns-6201a operator's manual advises the following: - when unexpected artifact appears, inspect the surrounding electromagnetic conditions and remove this artifact source. As the source of the artifact was not identified, the root cause could not be determined. Customer reported no further issues relating to ECG alarm for this unit. No further issues relating to ECG alarms were reported at customer site. No adverse trend is found and this issue is not suspected to be caused by deficiency of the device or its design.

Event description:
The customer reported that the central nurse's station failed to perform as intended by having alarm failure. Per the customer, "the patient experienced a 19.2 second ventricular stand still and the device never alarmed." No consequence or impact to patient.